Event description:
A customer reported to baxter corporate product surveillance a continue-flo solution set in which the facility was not able to access the top y-site with a luer-lock syringe. Upon follow-up with the customer, it was determined that the y-site was not able to be flushed and the staff had to access the set through the next y-site. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Nineteen companion samples were returned for evaluation. Prior to flow testing each y site was visually inspected and no defect was observed. Each y site was then checked for flow by spiking the set into a 1000ml solution bag containing reverse osmosis water and primed. An in-house 2c7462 secondary set also attached to a 1000ml solution bag containing reverse osmosis water was then attached to each y site, and the sample was then checked for flow. All nineteen sets primed and flowed normally. All 57 y sites flow normally. Because returned samples performed as designed and the reported issue was not replicated, the reported condition was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.